Event description:
It was reported that the valve was leaking.

Manufacturer narrative:
The valve was patent. Although the valve passed patency testing all further testing was precluded as the water was exiting the valve through the tears in the delta chamber during testing. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.